Event description:
A report was received that the pt was prescribed muscle relaxers for her back spasm by the physician. The physician does not know what caused the back spasm, but believes they are procedure related and not device related. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.